Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that oversensing was observed on the atrial channel. Decreased sensitivity issue was also noted. Patient received inappropriate atp therapy. Upon review, lead dislodgment was observed on the right ventricular lead. The lead was explanted and replaced. Patient was in stable condition after the procedure.